Event description:
Additional information received reported that the patient rescheduled to (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient&#38112;stimulation had moved out of their back and into their ribs only. Additional information received reported the patient met with their healthcare professional the day of this report. It was noted the patient was given three groups targeting full coverage of their painful areas. It was further noted the patient stated it felt good, but it had never really gotten rid of any of their pain. The reporter stated the patient would work on setting parameters for different positions at home. The reporter further stated the hcp commented that they may consider sending them for a psychological evaluation for pump placement.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation, a loss of therapeutic effect (less than 50% therapy relief), and stimulation in the wrong location. Specifically, the manufacturer¿s representative had communication with the patient today with the complaint of some loss of relief in their lower back unless the voltage was turned up which then gave them uncomfortable stimulation in the ribs. It was planned to meet with the patient at their next schedule appointment and was scheduled for reprogramming on (B)(6) 2014. It was also noted that the cause of the issue was not determined and that any diagnostics/troubleshooting would be performed in the future. The patient status was reported as ¿alive ¿ no injury¿. Additional information received reported that the manufacturing representative would meet with the patient to try again on (B)(6) 2014. Additional information received reported that the manufacturing representative met with the patient on the day of the report. It was noted that the patient was not getting the relief she wanted in the transition zone. It was noted that otherwise, the patient was getting good relief and coverage with her present settings. It was noted that the patient still had some back pain and it was excruciating when the device was off. No other trouble shooting was performed. Additional information received reported that they needed to work further on her transition zone. It was noted that it ¿cut on and off¿ when in a reclining position. It was noted that she was frustrated with it and had it off for the last week. It was noted that the patient turned off the adaptive stimulation. It was noted that the patient had an upcoming appointment on (B)(6) 2014.